Event description:
Moore cohesive flexible bandage tan 3 x 5 yds 4 rolls individually wrapped in plastic and sold in units of 4 in paper box. No expiration date on packages. Sold by moore in may 2001, actually manufactured by andover medical for moore. Problem: the paint has peeled and rust has developed on the cabinet metal drawers in two locations. Both locations are immediately under the boxes with the product and the product now gives off an odor even though product is still sealed in its original plastic wrap. No rust noted in any other part of metal drawers. Problem reported to moore customer service via telephone: customer service rep. Stated, that moore no longer buys product. Problem reported to health care via phone on 05/17/07. Quality control person is to call me back. My phone number was left with customer service. Currently, I have the boxes in the clinic. I do not know how to safely dispose of them.